Event description:
Pt taken to or for cervical laminectomy from c3-c7. Pt's head had placed at the foot (adjustable end) of the table. After procedure had begun, witnesses state that table started to move. Rn in room attempted to get table to stop, which didn't work. She then attempted to get foot of table to go down by pressing "legs down" button on hand control-but no response. Pt was moved to a stretcher while another table was brought in. In pacu, pt able to move all extremities. Pt was discharged to home. Table moved approx 25 degrees from original setting.